Event description:
It was reported that staff at this hospital are reporting some interference while performing ekgs while the IV pumps are running (medication, programmed amount and delivery rate unk). Waveforms appear to be tracking on the incorrect leads. According to staff, we have had to turn off IV pumps while performing the EKG.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. An engineering analysis and literature review performed by sigma concluded that peristaltic infusion pumps using pvc (polyvinyl chloride) IV administration sets may produce piezoelectric artifact on ECG monitors and similar types of monitoring instruments due to the cyclic pinching and releasing of the pvc tubing. This signal is then conducted downstream of the pump into the pt through the fluid where it is being picked up by the leads of the monitor. The rate of the spikes changes as the pumping rate is varied, and turning off the pump causes the artifact to stop. The currents associated with this signal pose no electrical safety risk. At this time, the date of event is unk.